Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent called and reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2020 with an unknown blood glucose value. The caller did not mention how the customer treated or any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer is in a correctional facility. The caller also mentioned another hospitalization due to low blood glucose on (B)(6) 2020 and damage to the insulin pump. The insulin pump will be returned for analysis.